Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately seven weeks post implant. The right atrial (ra) lead and right ventricular (rv) leads were both explanted and a temporary system has been placed. No further patient complications have been reported as a result of this event.